Event description:
It was reported that patient was admitted in hospital after experiencing mild chest pressure and ventricular tachycardia episodes. It was noted that device failed to covert rhythm to normal by providing defibrillation therapy. Ventricular tachycardia ablation was performed. The patient's status was unknown.